Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the load reservoir process. The customer was changing the infusion set but the insulin pump would not move past the load reservoir. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer did not receive a complete status with the next highlighted on the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Unit received cracked retainer, minor scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.